Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 503 mg/dl, at the time of incidence. Customer reported that their insulin pump did allow them to calibrate. Customer reported that the insulin was exit at the time of quick review. Customer was treat with bolus for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the automode was off.